Event description:
It was reported that the nurse noted that there was blood leaking onto the floor during a blood transfusion. The rn assessed the line to find that there was a crack in the tubing set that caused the leak. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s report that the blood tubing set cracked and leaked was confirmed. Visual inspection of the set noted a tear on the tubing. The tear was measured as approximately 0.03 inches in length. No other obvious damages or issues were observed. Functional and pressure testing confirmed fluid leaking from the observed tear. The cause of the leak was identified to be due to a tubing tear. The root cause of the tear was not identified.

Manufacturer narrative:
Concomitant medical products: 250ml hospira bag, lot: 03-062-jt, exp: march 2021, 0.9% sodium chloride injection; blood bag (red blood cells). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient age and dob requested but not provided.

Event description:
It was reported that the nurse noted that there was blood leaking onto the floor during a blood transfusion. The rn assessed the line to find that there was a crack in the tubing set that caused the leak. The customer further stated that there were no adverse effects caused to the patient from the event.